Event description:
Additional information received reported that the lead was replaced (B)(6) 2011. The patient resolved without sequelae.

Event description:
Additional information indicated the event date had been updated. Reprogramming also occurred on (B)(6) 2010. No additional information was provided.

Event description:
It was reported an x-ray showed 1 day after implant the lead-to-extension connection was "very" low (below the ear). An x-ray from about a year later indicated the lead-to-extension connection had migrated down. The stimulator appeared to be rotating and un-fixated in the pocket, and there was "some" indication the stimulator was twisted and pulled. Impedances on the lead were <250 ohms on multiple contacts. The x-ray also showed a distinctive "bend" or "kink" on the lead near the extension. The reporter noted the pt had irritability. The device was reprogrammed, but the results of the reprogramming were unk. The stimulator was replaced due to battery depletion, and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed it was functionally okay. Good, stable output was observed on each circuit tested in reference to the #0 electrode and per pts lead configuration. The #2 setscrew was backed out too far.